Event description:
Reporter stated that her abbott freestyle libre 3 is sending safety message indicating that the sensor is faulty and reading low. She called abbott to inquire about the sensors and was told that the lot numbers for her sensors are not on the recalled list. The caller stated that she also received a faulty message with the last sensor four days after placement. She further stated that she received an email from abbott stating that the freestyle libre 3 is reading low. Patient code: 4580. Device codes: 2460; 1184. Reference reports: mw5182562, mw5182563, mw5192564.